Event description:
This lv lead was implanted on (B)(6) 2003 and was capped on (B)(6) 2007 due to erosion. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).